Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.0/1.5/108 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted due to excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, no new lens will be implanted.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: should be corrected to state: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.0/1.5/108 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, no new lens will be implanted. Claim# (B)(4).